Event description:
(B)(4). I began having intense pelvic pain and pain in my hips. Over time, the pain moved to my hand and arm joints. I saw a doctor regularly and they screened for lots of conditions, without finding anything substantial. The diagnosis of fibromyalgia came in (B)(6) of 2012. I live with constant pelvic pain, abdominal pain, bloating, abdominal tenderness.